Manufacturer narrative:
H3: logs were returned however they were determined to be unhelpful. Software analysis was completed based on the information available and determined that there was insufficient information available to determine if a software anomaly occurred causing the reported event. Codes b01, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, version: 2.1.0, ubd: , UDI#: h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the surgeon noticed an inaccuracy of where navigation perceived the tip to be, and where the tip actually was of the instrument they were using. The surgeon had to spin the instrument tracker guess and estimate where the tip was. The surgeon noticed a breach using a feeler tool, which prevented them from placing a screw. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. It was reported that it was not possible to tell what was accurate or what was inaccurate because it was not known if turning the instrument tracker to the left was correct versus turning it to the right. It did translocate the instrument significantly. The surgeon would line it up as best as possible based on an average of w here the various "navle" positions would tell the surgeon that would be the center of the pinnacle and hope they got a good trajectory. Afterwards, the surgeon would test it with a feeler sound probe to make sure that it was not breaching. It was noted that this is not an ideal method because two breaches were found, and the surgeon was not able to use those pedicles for screw placement.

Manufacturer narrative:
H3, h6: the system was serviced in the field and no fault was found. The system performed as intended. Applicable codes: b01, c19, d14 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.